Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported event is due to the user facility did not train reprocessing staff sufficiently in accordance with IFU (instructions for use). As stated on the IFU and as a preventive measure, the user manual states: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The ess provided the spd educator and spd supervisor the correct cleaning brush (bw-400b) needed for the reprocessing/cleaning of the endoscope channel. The ess then gave an in-service on the scope in question to the sterile processing staff and discussed the reprocessing steps while each sterile processing technician demonstrated the correct reprocessing steps using the required cleaning brushes including the bw-400b. No scope was returned for evaluation. A review of the endoscope's repair history; no repair records were found. The scope was purchased on (B)(6) 2016. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an in-service for cleaning, disinfection and sterilization (cds), the olympus endoscopy support specialist (ess) was informed by the sterile processing department educator at the user facility that the they did not have the correct cleaning brush needed for reprocessing the tracheal intubation fiberscope. The customer indicated that the endoscope is not really used but reprocessed every 7 days in the automated endoscope reprocessing machine. No patient death, injury or infection was reported.